Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. The customer complaint of bubbled/delaminated downstream occlusion (dso) sensor seal was confirmed during the visual inspection. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a bubbled/delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.